Event description:
User related. It was reported that "sales rep noticed that the implant had expired on 12/2006 after doctor benivades had implanted it and reduce the fracture. Sales rep explained to dr (B) (6) that the implant was expired. Dr (B) (6) asked what the expiration date was. Sales rep stated that it was 12/2006. Dr (B) (6) stated that he was not going to worry about it."

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (4) 2006 to (B) (4) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 2 events associated with this event type (user related) and product code klw.